Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The battery longevity was at 1.5 years and at a previous check 12 months ago the battery longevity was 3.5 years. The battery usage at current settings was 143% with output at 1.6 v @ 0.4 ms. It was noted that the patient was pacing dependent. A request was made to have data from this device analyzed. The pacemaker remains in service and no adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The battery longevity was at 1.5 years and at a previous check 12 months ago the battery longevity was 3.5 years. The battery usage at current settings was 143% with output at 1.6 v @ 0.4 ms. It was noted that the patient was pacing dependent. A request was made to have data from this device analyzed and data analysis confirmed that the battery was depleting faster than expected. Device replacement was recommended. The pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that the device was explanted and replaced. The device was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.